Event description:
Caller reported a minimum fill notification, indicating that less than 80 units of insulin were remaining in the cartridge during an attempted reload. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on the recommended minimum insulin level for reloading and instructed the caller to clean the pneumatic tap area and properly load a new cartridge onto the pump. Following these steps, the caller successfully loaded the cartridge and resumed insulin delivery. Cts to replace pump. Customer will continue to use current pump.